Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Patient code (B)(4) was used due to prolonged procedure.

Event description:
It was reported that during an implant procedure, when connecting the lead to the header of the pacemaker, high frequency, high amplitude noise was noted with high impedances measurements, measuring greater than 3000 ohms. The lead was revised in the header with no resolution. The physician requested a new device and lead, both were also again tested via pacing system analyzer (psa). The r wave amplitude was decreased, threshold remained stable and impedances measurement was at 900 ohms. The patient was not pacemaker dependent. A new device was collected and on return it was noted that during backup pacing via the psa on 3300 programmer, the psa electrogram displayed on the device screen. The physician reattempted connection to the device and there was no noise but no signal. Sensitivity was adjusted to 0.6mv. It was elected to end session with the device on the programmer and re-interrogate the device utilizing a sterile wand cover. The electrogram then displayed normally, with a low amplitude r wave, stable threshold and impedance. The next day the r wave amplitude had increased to approximately 8mv. No adverse patient effects were reported. This right ventricular lead remains in service.